Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was a hair in the disposable sterile tray.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: hair in the tray. Probable root cause: manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions, user error in not properly inspecting unit prior to use. The failure mode will be monitored for future reoccurrence mfg date: november 17,2015. (B)(4).

Event description:
It was reported there was a hair in the disposable sterile tray.